Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Patient initially received bilateral attune total knees on (B)(6) 2014. The right knee is addressed in (B)(4). Left knee revised to address persistent pain, and aseptic loosening of the tibial base plate component, at the cement to implant interface. Femur and patella were not revised. Revising surgeon stated that the tibia was grossly loose, removed from the cement mantle without instruments. There was no cement adhered to the backside of the tibial component. An anterior tibial osteolytic lesion was identified as well. The mantle was not loose at the bone interface, requiring removal in piecemeal fashion with instruments. Depuy bone cement was utilized for the primary procedure. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 7 may 2020 re-open. The complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4) used to capture medical device removal.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.